Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient notifier did not work. As a result, the physician will monitor the patient via merlin.net. No patient symptoms were reported.